Event description:
The device was returned to the service center with a report from the customer contact that the device was "broken," and multiple alarm conditions were noted in the device history. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.